Manufacturer narrative:
Investigation included technical review by customer support through troubleshooting and education. Investigation of this case revealed no malfunction reported and device behavior consistent with algorithmic correction during early adaptation. It was concluded that the event was user-perceived hyperglycemia with unclear cause and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced persistent hyperglycemia with blood glucose around 180 mg/dl for several hours while using the ilet within the first week, and they inquired why values were not decreasing; user education was provided that the device was delivering correction insulin per algorithm and that a learning period was expected. Symptoms included elevated blood glucose without reports of severe hyperglycemic sequelae. Outcomes included user counseling and continued device use without alerts, alarms, or medical intervention.